Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence with multiple cartridges. Due to the multiple minimum fill notifications, customer¿s blood glucose level was 511 mg/dl. Customer declined to address elevated bg at the time of the event. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.